Event description:
It was reported that the device delivered multiple inappropriate shocks. During procedure it was noted the lead was not fixed at the header and active fixation and suture sleeve. The lead was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal.